Event description:
It was reported that after a laparoscopic nissen procedure, while disassembling the device, the scrub tech noticed the knot grasper cartrdige, the piece without the teeth, was missing from the cartridge. The patient received a chest x-ray and it was determined that the cartridge pan was left in the patient. The patient has been taken back to surgery for a vats thoracoscopy to remove the silver piece. If possible, the piece removed from the patient will also be returned. Original surgery date (B) (6) 2010; taken back to surgery (B) (6) 2010. Additional information received on 1/18/2010: the surgeon started out doing a vats procedure and could not find the jaw piece. They converted to open and the metal piece was found and the case was completed. The patient is currently doing well. Additional information being requested.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
Tracking # (B)(4). Date sent: 02/23/2010. Customer is not returning device. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive valid a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
Additional information received on (B)(4) 2010: one day post op was when the second procedure took place. The surgeon attempted a thoracoscopy to retrieve the piece, but they were unable to locate it with the scope. The surgeon then converted to a thoracotomy to retrieve the piece. The piece was removed and the patient was transferred to ICU for 3 or 4 days. The patient's hospital stay was extended by 5 days, but has been released and is doing well.